Event description:
It was reported that the programmer's motor made a loud humming sound and the programmer's screen was cracked. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comments that the programmer's system fan was very noisy and that the display screen was cracked. In addition, analysis determined that the radiofrequency programmer head connector on the link electronic module (lem) board was loose, and therefore the system fan, overlay/bezel assembly and lem board were replaced, and the stylus and lem board calibrated. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).